Event description:
It was reported that the patient had purulent drainage from a bump at their inferior sternotomy. The patient was admitted and wound culture was taken. On (B)(6) 2023, the patient underwent incision and drainage and a wound vacuum was placed. The wound culture was found to be positive for a staphylococcus bacteria. A tissue culture on (B)(6) 2023 was positive for gram-positive cocci. The patient remained on suppressive doxycycline

Manufacturer narrative:
Related MFR #s 2916596-2021-03509 and 2916596-2022-13805 for the patient's previous driveline infections. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.